Manufacturer narrative:
Product complaint (B)(4). Investigation summary: evaluation of the returned devices could not confirm the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they noticed that the threading on the rod is damaged while going in the holder for reaming guide. This was noticed during post surgery inspection and not used for surgery. No further information. No surgical delay.